Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the modular cable (lot number: unknown) being damaged and covered in electrical tape was not able to be confirmed, as the product was not returned for analysis, and no photos were submitted for review. Available information indicated that the modular cable was exchanged. Multiple attempts were made to obtain additional details related to the event, but no response was received. The root cause of the reported event could not be conclusively determined through this analysis. The device history records could not be reviewed, as the lot number was not provided. The heartmate iii patient handbook, rev d section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The heartmate iii patient handbook, rev d section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store all equipment for proper use including the modular cable. The heartmate3 lvas patient handbook, rev d section 10 ¿safety checklists¿ provides checklists to assist the patient in performing routine maintenance of heartmate3 lvad, including inspecting the driveline cable for signs of damage. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient arrived at clinic on (B)(6) 2025 with noted electrical tape to several places on their modular cable. The modular cable was exchanged. It was noted that intervention was required to prevent impairment.